Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed pressure test with high psi measurement was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pounds per square inch testing, high, during preventive maintenance. There was no patient involvement. No additional information is available.